Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is experiencing a lack of pain relief from her scs system and desires to have her scs system explanted. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.